Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot numbers are unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. The implant was in the patient for 0.1 years, per the article. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to periprosthetic fracture.

Manufacturer narrative:
This report is being amended to reflect changes in brand name, common device name, date received by MFR, type of reports, if follow-up, what type?, and additional MFR narrative.